Event description:
An unspecified malfunction was reported. There was no reported adverse impact to the customer's blood glucose level. As the pump was no longer under warranty, it was not returned, and no additional information regarding corrective actions or outcomes was provided.